Event description:
It was reported the patient experienced pain located at the ipg site. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2023-01150 and 3006705815-2023-01175. It was reported the patient's ipg was explanted and replaced. New ipg was placed in a different location to address the issue.